Event description:
It was reported that the nurse stated that they were trying to start therapy on a patient in an arctic sun device. They keep receiving a low flow alarm 01 and 02. They have tried switching the machine out, but they were getting the same alarm. Nurse provided s/n (B)(6) for current machine. Confirmed they have a set of 4 pads and a universal pad connected. Had nurse stop, empty pads, and disconnect pads. Had nurse confirm no kinks or bends in tubing, reconnected pads with proper technique. Resumed therapy, device primed to water flow rate (wfr) was 0 l/min. Had nurse stop, empty the pads and disconnect. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) was -8.1psi, circulation pump command (cpc) was 79 percentage, system hours 5,026, and pump hours 4,307. Had nurse connect one pad at a time, right chest, wfr 1.8 l/min, inlet pressure (ip) was -2.1psi, circulation pump command (cpc) was 100 percentage. Added right leg, water flow rate (wfr) was 1.4 l/min, inlet pressure (ip) was -2psi, circulation pump command (cpc) was 100 percentage. Added left leg, water flow rate (wfr) was 1.4 l/min, inlet pressure (ip) was -1.4psi, circulation pump command (cpc) was 100 percentage. Added left chest, water flow rate (wfr) was 1.2 l/min, inlet pressure (ip) was -1.2psi, and circulation pump command (cpc) was 100 percentage. Informed nurse it may be the circulation pump. Suggested to try connecting the pads to the first.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: d, e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to start therapy on a patient in an arctic sun device. They keep receiving a low flow alarm 01 and 02. They have tried switching the machine out, but they were getting the same alarm. Nurse provided s/n dyzfy013 for current machine. Confirmed they have a set of 4 pads and a universal pad connected. Had nurse stop, empty pads, and disconnect pads. Had nurse confirm no kinks or bends in tubing, reconnected pads with proper technique. Resumed therapy, device primed to water flow rate (wfr) was 0 l/min. Had nurse stop, empty the pads and disconnect. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) was -8.1psi, circulation pump command (cpc) was 79 percentage, system hours 5,026, and pump hours 4,307. Had nurse connect one pad at a time, right chest, wfr 1.8 l/min, inlet pressure (ip) was -2.1psi, circulation pump command (cpc) was 100 percentage. Added right leg, water flow rate (wfr) was 1.4 l/min, inlet pressure (ip) was -2psi, circulation pump command (cpc) was 100 percentage. Added left leg, water flow rate (wfr) was 1.4 l/min, inlet pressure (ip) was -1.4psi, circulation pump command (cpc) was 100 percentage. Added left chest, water flow rate (wfr) was 1.2 l/min, inlet pressure (ip) was -1.2psi, and circulation pump command (cpc) was 100 percentage. Informed nurse it may be the circulation pump. Suggested to try connecting the pads to the first.